Event description:
It was reported that the patient presented for lead replacement procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch and pacing inhibition. It was also noted that the right ventricular (rv) lead exhibited noise over-sensing which also resulted in pacing inhibition. During the procedure, it was noted that both rv lead and ra lead exhibited insulation breach which was able to confirmed via fluoroscopy. The ra and rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(6) 2024 is an estimated event date.